Manufacturer narrative:
A ge rep evaluated the system and replaced the monitors and reseated the memory card. System operates as intended.

Event description:
The customer reported, the system monitors intermittently will not start up. No pt injury was reported.